Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by daughter that the customer passed away in a nursing home. The customer was hospitalized on (B)(6) 2020 due to high blood glucose and dehydration. The cause of death was not stated. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was over 500 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, at the time they were hospitalized. It is unknown if the customer was using sensors. The customer passed away after being off the pump for about a month and a half. The caller stated the customer could not live anymore after their spouse passed away. The caller declined to return the insulin pump for analysis.